Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the motor ran below specified rpm's. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the motor of handpiece has no response while depressing throttle after surgery. No patient involved. Evaluation of this device later revealed that the motor was running below specifications. No adverse events were reported as a result of this malfunction.